Event description:
The patient experienced increased pain. When the patient came in for a pump refill, nearly all of the medication remained in the pump. A contrast study (date not reported) revealed that no dye was able to be pushed through the catheter, so the location of the kink/occlusion was unknown. The catheter was revised. During the surgical intervention, it was noted that the catheter was coiled up in the superior pocket and had multiple areas of scar and strictures around it. The patient recovered without sequela. The pump was used to deliver hydromorphone, bupivacaine, droperidol, and clonidine in simple continuous mode.

Manufacturer narrative:
Catheter.